Event description:
It was reported that as the physician was drawing in blood from the port on the sheath he saw air bubbles. The physician extracted the sheath and inserted a new one. There were no consequences to the patient.

Manufacturer narrative:
One 8.5f braided swartz introducer was received for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The returned introducer was received with a leak at the valve. Additional testing revealed the cause of the leak was a puncture hole in the top half of the two part seal that was made by a sharp object. The hole was consistent with the shape and size of a needle. No manufacturing defects were noted and there were no consequences to the patient. Date report submitted to FDA by manufacturer: 04/01/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.